Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-one (21) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the center of the bag. The leaks were discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Nine (9) actual samples and two (2) companion samples were received for evaluation. Visual inspection revealed ink printing defects on all eleven samples. Functional testing of the first actual sample revealed a leak from the front of the bag from the dotted part of the letter ¿I¿ in the word mexico. Microscopic inspection of the sample revealed a small hole in the front of the bag. The reported condition was verified for one returned sample. The cause of the condition could not be determined. This issue is being further investigated. Functional testing on the remaining ten samples did not identify any leaks. The reported condition was not verified for ten returned samples. The ink printing defect was found to be a cosmetic issue that would not affect the functionality of the samples. The remaining ten (10) samples were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.